Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module cloudy (not clear view). Based on the result, we concluded that it was caused due to the moisture condensation in the ccd module. In addition, we confirmed that the lcb distal cover glass dirty, the u/d and the r/l knobs loose, the bending rubber gluing poor finish, and the nozzle gluing discolored; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report (B)(4) and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
Hold for rh 1.12 the time of event is unknown. There was no report of patient harm. Video image failure(cloudy).